Event description:
This case was reported via regulatory authority FDA (reference number: mw5055989) on 22-oct-2015. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and back pain ("back pain / severe back pain") in a (B)(6) female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included iron. On (B)(6) 2010, the patient started essure at an unspecified dose and frequency. On (B)(6) 2009, the patient experienced back pain (seriousness criterion medically significant) and muscle spasms ("cramps in upper thighs"). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("migraines") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain lower, back pain, muscle spasms, menorrhagia, dyspareunia, alopecia, migraine, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, dyspareunia, alopecia, migraine, vaginal discharge and procedural pain to be related to essure. The reporter provided no causality assessment for back pain and muscle spasms with essure. The reporter commented: plaintiff's symptoms have mostly resolved, following such surgery. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2017: legal claim received: new events were reported. New insertion date was provided and removal date and intervention of essure were provided. Company causality comment: this spontaneous case report, after follow-up information is under litigation. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe back pain and severe lower abdominal pain. Bilateral salpingectomy to remove essure was performed around 5 years after placement. Both serious events as medically significant and is anticipated according to essure's reference safety information. After essure insertion, back, abdominal, pelvic and uncharacterized pain may occur. Considering that events occurred after insertion and in the lack of an alternative explanation, a causal relationship between the events and the suspect micro-insert cannot be excluded. In addition, a non-serious events were reported. This case was regarded as incident, since device removal was required. An update of product technical analysis is awaited. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055989) on 22-oct-2015. The most recent information was received on 11-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pain, pelvic") and back pain ("back pain / severe back pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2010, submucous leiomyoma of uterus, leukorrhoea, not specified as infective, pre-menstrual tension syndrome, anxiety, panic attacks, swelling nos and overweight. Concomitant products included amlodipine since 2010, fluoxetine since 2014, iron and multivitamin from 2014 to 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months after insertion of essure, the patient experienced back pain (seriousness criterion medically significant) and abdominal pain ("pain, abdomen"). In (B)(6) 2010, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)/ heavy menstrual periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and vaginal discharge ("irregular vaginal discharge, vaginal discharge"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and muscle spasms ("cramps in upper thighs"). The patient was treated with surgery (bilateral salpingectomy perfomed on (B)(6) 2015) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, muscle spasms, dyspareunia, alopecia, migraine, vaginal discharge, procedural pain, abdominal pain and headache outcome was unknown and the pelvic pain, back pain, menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for back pain and muscle spasms with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff¿s symptoms have mostly resolved, following such surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: both essure coils were in place. (B)(6) 2015, fragments of endometrial polyp. Fragments of benign squamous mucosa. Essure and fallopian tube, are multiple pink-tan fragments the fallopian tube with multiple metal wires. Essure and fallopian tube, are multiple pink-tan fragments of fallopian tube aggregating to 2.5 x 3 x1 cm and multiple red fragments of tissue aggregating to 2 x1 x0.2 cm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 11-jun-2018: pfs received .patient demographics were added. Events ¿migraines / headaches¿ coding updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055989) on 22-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pain, pelvic") and back pain ("back pain / severe back pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2010. Concomitant products included amlodipine since 2010, fluoxetine since 2014, iron and multivitamin from 2014 to 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months after insertion of essure, the patient experienced back pain (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)/ heavy menstrual periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain, abdomen"). In 2010, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and vaginal discharge ("irregular vaginal discharge, vaginal discharge"). In 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), muscle spasms ("cramps in upper thighs") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2015) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, muscle spasms, dyspareunia, alopecia, migraine, vaginal discharge, procedural pain, abdominal pain and headache outcome was unknown and the pelvic pain, back pain, menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for back pain and muscle spasms with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff¿s symptoms have mostly resolved, following such surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2015: both essure coils were in place. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication, removal date updated, new events vaginal haemorrhage, abdominal pain, pelvic pain and headache added. Outcome for the events back pain, pelvic pain, vaginal haemorrhage and menorrhagia added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.